Manufacturer narrative:
Initial reporter information (name) is not available due to the restriction by the privacy regulation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and hernia extraction with med due to spinal canal stenosis, hernia. Intra-op, the scope become cloudy, the focus ring adjustment became ineffective. During the comparison verification of the demo item, the hospital staff dropped the scope. Due to the impact the scope become ineffective. There were no patient complications as a result of this event.